Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the pacing impedance increased and was out of range (> 3000 ohm) approx. 140 months after the lead implantation. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.